Manufacturer narrative:
The root cause of the event was the preanalytical sample issues.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable results for crp and creatinine on one patient sample. The initial crp result was erroneous and believable. No units of measure were provided. The initial crp result was 0.49; this result was not reported outside the laboratory. The repeat was 149.93. There was no allegation of an adverse event. The crp reagent lot number was 267346; the expiration date was requested but was not provided. The alarm trace demonstrates an abnormal aspiration alarm on the day of the event, as well as manual cleaning events. The reaction monitor from the test show that no sample was pipetted on the initial crp test. The alarm and reaction monitors indicate a possible sample quality issue.

Manufacturer narrative:
The field service representative visited the customer's laboratory for two days and observed samples coming into the laboratory from satellite locations. Of the samples coming in that were centrifuged at the satellite locations, many of the samples had a "film" on top of the sample. Samples centrifuged in the laboratory by the modular preanalytical system (mpa) did not have this film. Additionally, some samples contained fibrin and/or silicone.